Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins recharger antenna was damaged. The patient also reported that they charge all day long, twice a day, and that its been taking longer to charge recently (5 hours). It was noted that they have near full coupling bars and that when they do get the ins fully charged, it does not last as long as it used to. A new antenna was sent to the patient. No patient complications/symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the antenna being worn out was the cause of their issues and that the replacement of that part had resolved the issue. No further issues were noted or anticipated.